Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for gastroparesis and potentially diabetic ketoacidosis. The customer's healthcare provider did not think the two events were a pump issue. The customer's healthcare provider declined tandem technical support's offer to troubleshoot. Although multiple attempts were made to gather more information about the hospitalization, the customer did not reply to the requests.